Manufacturer narrative:
The referenced percutaneous lead (driveline) infection was reported under medwatch MFR report# 2916596-2018-00809. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 1 month. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s post lvad implant was complicated by (B)(6) percutaneous lead (driveline) infection, recurrent ventricular tachycardia, seizure disorder, and atrial fibrillation. The patient presented with altered mental status. The family reported the patient became unresponsive and family had difficulty breathing. Emergency services (ems) was called and reported roving eye movements and lack of purposeful movement. On arrival at the emergency department (ed), the patient was not alert or oriented. The patient was originally thought to be having seizure but was taken to computed tomography scan confirmed the patient to have a right frontal/parietal subdural hematoma, right parietal/occipital intracerebral hemorrhage (ich) and left frontal ich with mass effect and significant left midline shift. The inr was 3. The patient expired on (B)(6) 2018. The pump will not be returned for evaluation.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The pump will not be returned for evaluation. Bleeding, stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.